Manufacturer narrative:
(B)(4). Patient date of birth was not provided by the customer. Carefusion is still waiting for the device to be returned. The customer has been instructed to return the ventilator for investigation but it is currently being held by police detectives.

Event description:
The customer reported that the parents found the ventilator off while connected to the patient. They turned it back on and started cardiopulmonary resuscitation. The ambulance was called and the child was taken to the hospital. The child was pronounced dead at the hospital.